Event description:
Rn states snare was placed down olympus cif100l scope into colon for polyp removal. Using a valley lab unit with setting at 3-4 coag md placed snare loop over a 5cm polyp, applied current and noted the snare loop was "matted" to the polyp and could not be removed. Md cut sheath from hand and removed scope from pt. Md sent pt to surgery to have polyp and snare loop removed.